Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
At a routine check-up in situ measurements showed affected channels and hearing performance with the device is affected. The recipient and mother did not report any accident, trauma, or change in health or medication. No redness or swelling was noted around the implant site. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen for a normal check up. In situ measurements showed affected channels and hearing performance with the device is affected. The recipient and mother did not report any accident, trauma, or change in health or medication.